Event description:
It was reported that the device got detached during a craniotomy procedure and the pt's dura matera was harmed. The surgery was completed using another device.

Manufacturer narrative:
During the performance testing, the device overheated. Internal components were evaluated which revealed that the threads of the foot of the device has inadequate loctite application. Visual inspection also revealed the presence of foreign debris contamination on the bearings.